Event description:
Reporter alleged obtaining the result of 94 mg/dl, taking 5 sugar tablets, and then obtaining the results of 358 mg/dl, 351 mg/dl, 119 mg/dl and 199 mg/dl back to back within 10 minutes on the advantage system. Reporter drank (B)(6) and ate peanut butter crackers prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because used strips were returned.